Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 64-year-old female patient who underwent breast augmentation revision surgery with a 475cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2022.

Manufacturer narrative:
On august 11, 2022, the mentor failure analysis lab has received the device for evaluation. Date of explant has been updated to (B)(6) 2022. The investigation of the returned device was completed by the failure analysis lab on august 23, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 475cc breast implant had a crease/fold on the anterior view extending to the posterior view. In addition, a tear was noted on the posterior within the crease/fold measuring approximately 0.8 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).